Event description:
It was reported that before the evh procedure had started, it was noticed that the good scope was not sterile. It was decided to use a previously dropped scope for the case. During the case, it was noticed that the scope was foggy. The surgeon decided to open up the leg. No other patient complications have been reported.

Manufacturer narrative:
Investigation results: the initial visual inspection shows that the optic is compromised. The scope was sent for further assessment. A supplemental report will be submitted when the investigation is completed.